Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lung resection procedure, the knife was stuck; couldn't move ahead or back, even use the reverse button. Action taken was to pull the tissue out forcibly and change a new device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58n7d. The analysis results found that one ec60a device (b) was returned with the closing trigger and the anvil in the closed position and with the knife jammed. A gst60t cartridge reload loaded on the device. The reload was received fully fired and with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.